Event description:
It was reported that pocket erosion occurred. A position correction was made. The implantable cardioverter defibrillator (ICD) remains in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 407652 implantable pacing lead implanted: (B)(6) 2009; 694765 implantable tachy lead implanted: (B)(6) 2009. (B)(4).